Event description:
It was reported that during the procedure the head of the back did not take the thread and the head of the patient had instability. No delay and no back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the headset slide hex bar, double ball and socket, double ball and socket knob and the headset forward slide collar were the only parts received. The headset forward slide knob was not included. The rest of the t-max including the beach chair assembly was not received. A functional evaluation revealed the ball and socket assembly passed the weight test. The headset slide hex bar was not securely tightened to the double ball and socket assembly. The hex bar would unscrew freely because of a failure of the loctite applied to the threads of the hex bar. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found a related failure. This failure mode will be trended by post market surveillance to assess for any necessary corrective actions. The complaint was confirmed and the root cause is associated with a seal failure. No containment or corrective actions are recommended at this time.